Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested and passed all tests. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device after implantation and as a result, the device was removed.